Event description:
The 25 gauge one inch needle for the lidocaine injection was faulty. Needle would not deliver medication. Per md inserting the arterial catheter, this was the second time he encountered this problem with arrow arterial catheterization kit. See scanned pages.